Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge dropped from 45% and shutdown after completing the load process. The pump was connected to a power source and turned back on. The customer's blood glucose was 150 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.